Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, blank display and battery out limit alarm from the insulin pump. The customer's blood glucose reading was 451 mg/dl. The customer stated that the pump stopped working in the middle of the night and there was a blank display. The customer put in a new battery and the pump alarmed battery out limit. The customer stated that the battery cap is not damaged or corroded. The customer verified that his basal rates were still programed. The customer stated that the display was blank to where the pump did not recognize a battery. The customer was advised that this is normal behavior. The customer was advised to monitor the pump.